Event description:
During a laparoscopic cholecystectomy it was reported that the device was not properly forming clips and was causing the tips to scissor. An additional device was opened to complete the case. There was no pt consequence. One device returning.